Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open whipple procedure, the device did not seal. The surgeon squeezed the handle to deliver the energy of device with the generator to vessel around duodenum. The activation tone and then the end tone was heard normally. Released the handpiece to open the jaw from the targeted vessel but noticed that the vessel was not sealed at all and some amount of blood got to came out from the vessel. Replaced with new device and was set up with the same generator, but same error took place. Another handpiece was use with another energy device and generator, which completed the procedure. There was no patient injury.